Event description:
Boston scientific received information that this device system observed a left ventricular (lv) pacing impedance measurement greater than 2,000 ohms. The patient was brought to the clinic for further evaluation. In the tip to ring configuration, all lv measurements were within acceptable limits, however, impedance measurements remained increased from 1,000 ohms to 1,300 ohms. In the ring to coil configuration, lv impedance measurements were 391 ohms. The patients' physician planned to monitor the system, however, it was suspected that there was a distal pin connection and setscrew issue. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Manufacturer narrative:
This device was returned to boston scientific for analysis. The device was analyzed and found that the allegation of high lv pace impedance measurements was confirmed. The lv lead impedance measurements that is consistent with analog ic gate oxide failures. All therapy was confirmed to be available.

Event description:
Additional information was received that a revision procedure was performed. This device was successfully explanted. The lv lead was surgically abandoned. No adverse patient effects were reported during the procedure.